Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited intermittent under-sensing and noise episode. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the implantable cardiac monitor exhibited noise which resulted in over-sensing.